Manufacturer narrative:
The excor blood pump pu valves; 10 ml in/out; ø 6 mm; lvad sn (B)(6) was in use on the patient from (B)(6) 2024 to date. The affected pump, sn (B)(6) remains on the patient and continues to be monitored. The event occurred on 2024-11-02, which is (15 days) after the pump was placed on the patient. We have reviewed the production records of the excor blood pump and the pump was produced according to our specification. The other pump rvad, sn (B)(6) associated with this event will be submitted as 3004582654-2024-00071. The events associated with regurgitation of lvad pump (sn (B)(6) and rvad pump (sn (B)(6) will be submitted as 3004582654-2024-00072 and 3004582654-2024-00073.

Event description:
On (B)(6) 2024 the site contacted berlin heart gmbh clinical affairs to report that the patient being supported with excor system in bi-vad configuration had experienced hemolysis, and the squeaking sound was noted in the pumps. The ldh value has been > 700 u/l since implantation on (B)(6) 2024. On (B)(6) 2024 the patient's ldh value peaked at 1079 u/l and then remained close to 1000 u/l. Plasma free hemoglobin slightly increased to 0.06-0.1 mg/dl on (B)(6) 2024. According to an update, the patient was hemodynamically stable and the ldh value and squeaking sound of the pump were similar. The patient was transfusion dependent with elevated ldh values. The patient is clinically stable throughout. The clinic reduced the diastolic driving pressure to reduce the risk of hemolysis, as there was "diastolic" regurgitation with thrill on the outlet of both pumps with the ultrasound sonography (usg) showing leaking of the outflow valve. Bh ca recommended a pump change, however, the site decided to closely monitor the patient. Updated information received from the site on 2024-12-05 stated that the patient was observed for an additional week and the hemolysis improved a bit, although the ldh value was still elevated. The blood pump pu valves; 10 ml in/out; ø 6 mm: lvad (sn (B)(6) and rvad (sn (B)(6) are still in use on the patient since (B)(6) 2024.